Event description:
It has been reported that the foot end of the cot received damage to the hall effects assembly and the inner base tube has popped out of the main frame. The damage was received in shipping by a fork lift. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Cot was damaged by a fork lift during shipping; the customer did accept the damaged cot.